Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The end user saw his doctor on (B)(6) 2014 who prescribed silver sulfadiazine to the reddened area beyond his barrier which did require a prescription. It was also reported that the end user saw a nurse on (B)(6) 2014 who recommended using a convex skin barrier and samples were sent. The end user's wife stated he usually uses water to cleanse his peristomal skin, but he used ivory soap for the first time on (B)(6) 2014. The end user wife stated they apply stomahesive paste to his peristomal skin, stomahesive powder followed by sure prep protective barrier wipes and they use a medical adhesive spray on the barrier prior to application. The end user's wife also stated the end user has a hernia to the midline abdominal area. It was also reported the end user currently uses sur-fit natura durahesive skin barrier w/convex-it w/45mm on his urostomy and it was reported he has not had redness under this wafer. The lot number is for the current box of pouches and not the box he was using when the redness started. The end users wife was instructed to call back for additional instructions if area worsens or does not improve. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on july 17, 2014.

Event description:
An end user's wife reported her husband has redness to his peristomal skin at the 5 to 10 o'clock position under the mass and tape collar which extends outward approximately 25mm.